Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet was not charging as expected. Troubleshooting and log review showed abnormal battery depletion and inconsistent charging. A replacement was discussed if the issue persisted, and no blood glucose impact or patient symptoms were reported.